Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a screw was fractured inside the implant at tooth site #13 and was unable to remove it, implant connection was damaged. Implant with the fractured screw was put into sleep and another one was placed. Customer confirmed that when trying to remove the screw from the implant with the removal tool, the implant connection was damaged.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change to device not retuned. One unknown lb screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the products were not returned. Pre-existing conditions as noted on the per was type iii (low) bone density. The device was located on tooth site #25 (fdi) for approximately 11 years when the event occurred. Device history record (DHR) and complaint history reviews could not be performed as the lot numbers associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. June post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. H3 other text : not returned.